Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: february, 2015.

Event description:
It was reported that there was a leakage of the medication bortezomib while using a bd microlance hypodermic needle 27 g x 19 mm and a patient's skin was exposed to this chemotherapy medication. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one reference sample was returned for evaluation. A simulated use test was performed by attaching the needle onto two different size and tip syringes (2-pieces and 3-pieces) and no leak was observed. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 150215. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Our quality engineer also notes that the leakage issue could possibly be due a defective luer dimensions or any damage in the syringe or related with some insufficient adjustment between of the devices by the user.